Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6). Used for treatment was returned. The investigation did not visually or functionally confirm the reported problem. The software files were downloaded from the device and provided for investigation. The reported critical error when exiting the completed case was confirmed. This is a known software issue, and no further containment or corrective actions are recommended at this time. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that after a cori tka procedure, upon exiting out of the completed case, the system threw a critical error (the system has detected that launcher exited due to a configuration error). No patient was involved. No other complications were reported.